Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of a clearlink continu-flo solution set did not regulate flow and overinfused. The reporter stated the patient received 2l of solution when it should have been 60ml maximum. There was no report of patient injury or medical intervention associated with this event. No additional information is available.